Manufacturer narrative:
Further investigations of the sample were able to duplicate the values generated at the customer site. Investigations determined the sample contains an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Medwatch field expiration date is may 2021. Medwatch field UDI number = (B)(4) this event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant thyroid test results for one patient sample tested on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The involved tests include the following: the elecsys tsh assay, the elecsys tsh ver. 2 assay, and elecsys ft3 iii. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Refer to the attachment for all patient data. The sample was initially tested at the customer site on their e 801 analyzer on (B)(6) 2021 and repeated using the wako accuraseed method. The customer treated the sample with a 25 % polyethylene glycol (peg) solution and testing was repeated on the e 801 analyzer. The customer also repeated tsh testing of the sample on the e 801 analyzer after diluting the sample x2, x5, and x 10. The sample was repeated on an abbott architect. The sample was also provided for investigation, where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of august 2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of may 2021 was used on this analyzer.